Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed a "check vent: backup alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that while evaluating the device, a "check vent: backup alarm failed" was observed in the event log. The se replaced the central processing unit (cpu) board as a preventive measure.

Manufacturer narrative:
The suspected central processing unit (cpu) was returned to philips for failure investigation. The technician verified that the alarm error code e1104 shows once in the log. Neither the occurrence nor the error code e1104 could be duplicated at the product investigation lab (pil) during the boot up of the cpu printed circuit assembly (pca) or standard test bed (stb) operation using the cpu pca. With the unit in a no power/hardware power fail state, the pil technician allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pca passes all engineering testing, and all voltages required for the proper operation of the system are well within specifications. There was no problem found on the returned cpu pca. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.